Event description:
Customer was admitted to hosp for low blood glucose. Pump did not pass the 7.2 lead screw test. Checked programming and the bolus history and basal rates were not accurate. Reprogrammed basal rates.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.